Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. Instructions for use were reviewed for this investigation. The labeling is found to be adequate. A DHR could not be performed since no lot number was provided. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the pediatric intensive care unit (picu) nurse has patient on neonate pad and were getting low flow alert02). Flow rate (fr) was 0.7lpm. Guided to diagnostics showed that the system hours were 6295, pump hours were 450, inlet pressure (ip) was -6.9psi, circulation pump command (cpc) was 28 percentage. Reconfigured tubing and flow rate (fr) was increased to 0.9lpm. Explained correlation between heater capacity and flow rate (fr). Normothermia case, patient was at target and would call back if they get any additional alerts cautioned to watch for 113 specifically or if flow rate (fr) dips any lower than 0.9lpm.

Event description:
It was reported that the pediatric intensive care unit (picu) nurse has patient on neonate pad and were getting low flow alert02). Flow rate (fr) was 0.7lpm. Guided to diagnostics showed that the system hours were 6295, pump hours were 450, inlet pressure (ip) was -6.9psi, circulation pump command (cpc) was 28 percentage. Reconfigured tubing and flow rate (fr) was increased to 0.9lpm. Explained correlation between heater capacity and flow rate (fr). Normothermia case, patient was at target and would call back if they get any additional alerts cautioned to watch for 113 specifically or if flow rate (fr) dips any lower than 0.9lpm.

Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.